Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(4).

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 7mm from the tip of the device. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.